Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification in the mid left anterior descending artery (lad) and a lesion with mild tortuosity and mild calcification in the proximal lad. After pre-dilatation, a 2.5x12 mm xience alpine stent delivery system (sds) was advanced toward the target lesion in the mid lad and the sds met slight resistance with a non-abbott guide wire. The stent implant was deployed at the lesion without issue. Then, the 2.75x23 mm sds was advanced toward the target lesion in the proximal lad and the sds met strong resistance with the non-abbott guide wire. Reportedly positioning was difficult due to the strong resistance between the sds and the guide wire. However, the sds was moved with the guide wire and deployed at the lesion without issue. During the removal of the sds, resistance was noted but the sds was removed alone. The procedure was completed without additional treatment. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position/remove the guide wire was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.